Event description:
It was reported that the right ventricular (rv) lead dislodged, likely due to patient non-compliance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2014. (B)(4).